Event description:
New information received notes that the patient received an inappropriate shock for svt. Further reprogramming was done.

Event description:
It was reported that when the patient presented in clinic for routine follow up, he stated that he received multiple shocks during a hospital stay in january. He also reported that he missed his medication while in the hospital. The shocks were inappropriately delivered for rapidly conducted afib. The patient was back on his meds and in normal sinus rhythm. The ICD was reprogrammed and the patient will be monitored.